Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument and completed the device evaluation. The clip applier instrument was analyzed and found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. The common cause of broken grip cable is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, a wire from the large hem-o-lok clip applier instrument suddenly broke while putting the clip onto the vessel. The instrument could not be used again. Another clip applier instrument was opened, and the procedure continued. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the instrument was inspected, and nothing was out of the ordinary. The customer was using the weck hem-o- lok large clips during the procedure. The issue occurred on the third usage. The first two usage was fine. There was no harm to the patient.

Manufacturer narrative:
Based on the claim against the product noting the clip applier instrument broke and no longer applied clips, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the large hem-o-lok clip applier instrument returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.